Event description:
It was reported that the patient presented to the hospital with infection and skin erosion at device pocket. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The right atrial lead was capped and replaced. The patient was in stable condition throughout the procedure.